Event description:
Caller reported aviva system blood glucose results of 15.6 mmol/l and 5.1 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).